Event description:
Reporter/patient claim the product bristles falling out during use. Reporter/patient the product probably is the cause of an infection he got in his gum. Reporter/patient did seek medical attention from his dentist to remove the bristle.